Manufacturer narrative:
The product was not returned for evaluation. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device not returned.

Event description:
It was reported that the abutment screw fractured inside of the implant. The fractured piece could not be removed. As a result, the implant had to be removed. Tooth location 30.